Event description:
Patient has a surgical history of a gastric bypass in 2005 and gastric banding in 2012. Patient was also noted to have had a fall related injury in 2015 striking the area of her gastric band port. Patient presented with nausea, vomiting, and abdominal pain during her most recent admission an egd was performed demonstrating erosion of the gastric band into her gastric pouch. The patient had successful removal of the band on (B)(6) 2017. Ref MFR #300599282-2017-00004.